Manufacturer narrative:
Additional information: b2, b3, b5, b6, b7, d10, h6 and h10. B5: upon follow-up, it was reported that the patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as "previous line breach" which occurred 21 days prior to hospital admission. The peritonitis was manifested by abdominal pain and cloudy fluid. The patient was hospitalized for the event. A day after hospital admission, the patient was discharged and began treatment with vancomycin (at a dose of 30mg/l, intraperitoneal, discontinued after 13 days) and ceftazidime (at a dose of 123 mg/l, intraperitoneal, discontinued after 13 days) for peritonitis. At the time of this report, the patient has recovered 14 days after hospital admission. Action taken with pd therapy was unknown. It was not reported if the patient was retrained on the proper aseptic technique. H10: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, hospitalization, treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.